Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. The hcp had aspirated 19ml out of the pump at the refill session. The mediation being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.